Event description:
The patient contacted animas on (B)(6) 2012, stating the up arrow was intermittently unresponsive and the keypad was peeling. The pump was reportedly not exposed to water. The patient wore the pump in a protective case attached to a belt and cleaned it with a dry cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn from the up arrow to the contrast key. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that all of the keypad buttons responded appropriately. There was no evidence of contamination found under the key contacts. Conclusion was that the original complaint could not be duplicated.